Manufacturer narrative:
Device analysis report attached. This report is submitted on october 16,2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reasons. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the implant (specific date and duration not reported). It was also reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on november, 07, 2022.